Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the lvp (large volume pump) module 8100 received error code 240.4150. No patient involvement was reported.

Manufacturer narrative:
A review of the complaint history record in was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 17jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure.

Event description:
It was reported that the lvp (large volume pump) module 8100 received error code 240.4150. No patient involvement was reported.